Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications except for the hand control assessment. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the device failed hand control assessment. The visual assessment found pins pushed back in the connector preventing the hand control device from working. It was determined that this was due to user error, by not aligning the connector properly when plugging it in. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device overheated. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.